Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There was also an observation of vegetation on the leads. There were no additional adverse patient effects reported. The ra lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.